Event description:
Country of complaint: (B)(6). Pivot pin of the jaw fell out and into the situs.

Manufacturer narrative:
Manufacturing site evaluation: the instrument arrived decontaminated in the original cardboard- box. It is clearly visible that the pin is missing. For root cause analysis, we detached the instrument, and it was noted that the retainer of the pin was broken into two parts. The pieces of the fragments were lost during the further handling of the detached instrument. The retainer is the only part that keeps the pin in the correct position. During microscope inspection of the upper jaw, it was evident that the guiding slot exhibit chatter marks and a small notch at the end of the slot . The notch can effect the pin, and cause the pin to bounce by releasing the ratchet. During this bounce, the pin changes position and jams. This results in a strong force of the clamping lever and the plastic retainer breaks. The complained pl730su shows indications of a manufacturing deficiency. Corrective / preventive action has been initiated at the manufacturing site.

Manufacturer narrative:
PMA/ 510 (k) # k093075 / k130596. Evaluation on-going at original manufacturing site.